Event description:
It was reported that following a laparoscopic sleeve gastrectomy the initial surgery went fine. On (B)(6) the patient was taken back to surgery for bleeding. This is all the information available at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Information from sales rep: the account has been using gen11 for over a year. The surgeon is new to the account so I don't know how long he used gen previously. He started at (B)(6) 2 months ago. There were no errors displayed on the screen during the case. Yes he heard the tone changes and held energy until he heard the final tone. Any questions about the patient, please ask the surgeon as I am unaware. Any questions regarding the functionality of our product or equipment, please consult me. Questions sent to surgeon ¿ no response received yet. How long have you been using the gen11? During the original procedure: did the gen11 display any yellow alert screens during the procedure? Were the tone changes heard? What is your standard technique (waiting for tone and then proceeding)? As to the second procedure: what procedure did the patient have (such as a diagnostic lap; another lap procedure; a convert to open). Where was the bleeding from? (State where). Was bleeding from an area where the device was used? How much blood was lost? (Cc¿s). How was the bleeding controlled in the 2nd procedure? Was a transfusion required? What was the size of the vessel or artery? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?